Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks due to t-wave oversensing. The patient's heart rate was about 160-160 bpm and the therapy zones were programmed to 180 and 220. The sensing (B)(6) 2020 while programmed to the secondary vector. Engineering review of those episodes determined the large artifact mechanical noise was due to contact between the electrode and the patient's sternal wires. Technical services discussed increasing the rate cut offs (rcos) could mitigate the risk of further inappropriate shock therapy. The field representative noted the physician was considering repositioning the electrode so it would not have any contact with the sternal wires. Technical services discussed performing a new screening before repositioning the electrode. Engineering simulations were performed at different programming. Slight mitigation with a delayed onset was observed when rcos are 200/240 or 220/240. For a rhythm of the rate in the stored episodes, a slightly higher conditional zone may prevent intermittent oversensing from triggering tachy mode, which utilizes a more aggressive mid-rate sensing profile, whereas a single shock zone threshold of 230 bpm or greater would better mitigate inappropriate therapy in the event of intermittent oversensing. Additional information was received that the s-ICD electrode was explanted and replaced. The new electrode was positioned away from the sternal wires, and the two most superior sternal wires were removed from the patient as a precaution. Defibrillation threshold (dft) testing was performed and was successful. Automatic set-up was done and the device picked the secondary vector. No further episodes of noise or oversensing were reported. No additional adverse patient effects were reported. The device remains implanted and in service with the new electrode.